Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the patient-related information found in section a.

Manufacturer narrative:
The reported issue was addressed with phone support. An intuitive field service engineer followed up with the site and was advised that after the instrument was reseated, the issue did not return. No site visit was conducted. The system was working properly, and no additional action was required. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the monopolar curved scissors began to retract while it was attached to arm 4, during the procedure. Poor instrument control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure that the monopolar curved scissors (mcs) on arm 4 was in following mode and began to retract. Prior to calling, the caller re-inserted the instrument and proceeded with the case. The intuitive tech support engineer (tse) found no related errors in the logs. The tse asked if an external obstruction may have manipulated the insertion axis, causing the retraction of the instrument. The caller stated that he was unsure, as he was not in the room at the moment the issue occurred. The customer proceeded with the case. There were no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.